Event description:
The patient notified the rn that the white lumen of the catheter was leaking, visible hole in the lumen, chemo blincto infusing rate 10ml/hour. No harm to the patient and a catheter repair was successfully done.

Manufacturer narrative:
The following elements have blank data.

Event description:
The patient notified the rn that the white lumen of the catheter was leaking, visible hole in the lumen, chemo blincto infusing rate 10ml/hour. No harm to the patient and a catheter repair was successfully done.